Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient had a pain in his chest. Review of chest x-ray showed that the lead had perforated. Due to the patient's anatomy, the rv-lead was previously placed in the rv area. The lead was repositioned successfully in the septum.